Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary :the actual device was returned for evaluation. During evaluation it was determined that the reported condition that the device had a loud popping sound that rang out suddenly was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had the following failures: visual inspection (due to ring below the upper trigger got loose and came out than usual), cosmetic damage, insufficient/low power, and leak ¿ air. It was further determined that the device failed pretest on the following: general condition, check power with power test bench and check for air leak due to normal wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the device serial/lot number and date of manufacture are unknown at this time. (B)(4) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure treating the proximal femur, it was observed that the compact air drive device while being used with an air hose device had a loud popping sound that rang out suddenly. It sounded like a big balloon bursting. It was a sudden event and not known what was going on, but since the sound was coming from the handpiece, all possible parts were checked to find out what was the cause of the sound. It was determined that there were no problems with the operation or torque, and the surgery was continued. The surgery was completed successfully within 30 minutes delay. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: lot number added. UDI: (B)(4). The actual device was returned for evaluation. During evaluation it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device upper trigger became loose and came out more than usual. It was also found that the device failed pre-test for general condition, check power with the test bench and check for air leak due to normal wear.